Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received log files for the tempus pro with serial number (B)(6) and during review of the log files a potential video laryngoscope issue was discovered. It is unknown if the device was in use on a patient at the time of then event. No further information is available regarding potential patient or user health consequences or impact.